Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number the manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported during a cataract with intraocular lens (iol) implant procedure, the iol didn't unfold at the cartridge during the loading procedure. The iol was replaced with another iol and the procedure was completed with no harm to the patient. Additional information received provided the iol folding was not smooth and iol damage occurred during the loading procedure. Additional information has been requested.

Manufacturer narrative:
Product evaluation: the lens was returned for evaluation. Solution is dried on the lens. The lens is pressed against two posts in the lens case. One haptic is bent and pointing down into the lens case. The lens was cleaned with lphse. Scratches are observed on the anterior side of the optic. Damage and scuff marks are observed on the optic near the gusset area. Edge damage is observed on the outside of one of the haptics and the edge of the optic. A fold inspection was conducted using folding tweezers. The lens folded and unfolded with no abnormalities observed. All product and batch history records are quality reviewed prior to product release. Qualified associated products were indicated. Root cause: the reported lens damage was observed. All lenses are 100% inspected for cosmetic attributes. And the damage exhibited by the returned complaint sample would not have met manufacturer's release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded, that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely, related to customer handling. A fold inspection was conducted using folding tweezers. The lens folded and unfolded with no abnormalities observed. The manufacturer internal reference number is: (B)(4).